Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 10.0mmol/l. Alarm was in the alarm history. Customer stated he gone in a hot tub with the device on. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.